Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The device was found to be inoperable due to a "door not fully latched" message corresponding with the reported symptom of "device alerting to close door," caused by a failed lower auxiliary assembly. The lower auxiliary assembly will be replaced.

Event description:
It was reported that a pump is "alerting to close door." It was also reported that there was no patient injury.